Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called twice due to high and low blood glucose. Customer stated that the first hospitalization the blood glucose reading was 1150 mg/dl when the paramedics arrived. The second time the paramedics were called due to low blood glucose. The blood glucose reading was 30 mg/dl when the paramedics arrived. Customer stated that her husband was unable to wake her up and called the paramedics. Customer stated that the cause of low blood glucose is that she over treated with syringe. Nothing further was reported.